Event description:
It was reported that the battery voltage measures 2.5v in office vs. The last measurement on the daily trend of 2.86v. The caller called technical services in an effort to understand the true battery voltage. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed low telemetered battery voltage. On (B)(6), 2010, the telemetered battery voltage was 2.50 v while the daily battery voltage trend measurement was 2.86 v.